Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, & system log files. As per the available information, during an interventional procedure system movements were blocked. The procedure was completed using an alternate system. We have no indications of adverse effects on the health status of patients. No harm was communicated. Customer did not accept onsite service for the issue. Based on information provided by the customer, a third-party engineer replaced the mainboard of the ¿kuka computer¿. Unfortunately, more in-depth and verifiable analysis of the problem described in the complaint was not possible. This is because neither log files nor other necessary information was provided. An extensive investigation could not be performed because the affected part (mainboard) was not returned. Therefore, the exact cause of the complaint could not be determined retrospectively. Based on expert opinion and given that no further issues were reported after the mainboard replacement, it is assumed that the mainboard of the kuka computer was likely defective and caused the system movement blockage. Therefore, it is presumed that replacing the mainboard resolved the issue. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zeego iii. During an emergency procedure, the user reported that no movement was possible. The procedure was continued and finished using an alternate system. We have no indication of any adverse effects on the state of health of the patient involved. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
G4: this device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to artis zeego whose 510(k) number is k181407. D11: siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.